Event description:
Potential for injury associated with an l-3r scooter with delayed command response of the throttle. This inconsistent operation of the unit could potentially result in injury to the user.